Manufacturer narrative:
Based on updated information, customer misremembered the device information since multiple devices of the same models are available in the hospital . The other cardiosave was faulty and customer has filed a new complaint. Hence this event does not meet the definition of valid complaint. No additional reports will be sent for this mfg report number 2249723-2025-0000808. Updated field- b4, g3, g6, h2, h11.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) made an abnormal sound during use, smelled a burning smell, and automatically shut down. No patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.